Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a procedure, all three devices were leaking air and all of them were working ports. Three other devices were used to complete the procedure. No adverse consequences reported.